Event description:
The customer reported that system messages displayed during the case. The customer called the company technical support specialist (tss) and he advised to reboot the system. The system messages cleared and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company technical support specialist (tss) was called to assist with troubleshooting the problem reported. The tss found the customer was not priming the system properly. The tss reviewed the appropriate priming sequence with the customer. The facility did not request service. (B)(4).